Event description:
The physician informed co that a pt with an automatic implantable cardioverter defibrillator (aicd) received inappropriate shocks. An invasive procedure was performed to evaluate the system. The physician elected to replace the rate sensing leads. Co assumes that the leads were capped and remain implanted. The pt has two same model leads. Implanted 4/15/93. Removed from svc 12/28/93. Total implant time 8 mo.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.